Event description:
It was reported that the patient developed an infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-33, lot#v661735, implanted: (B)(6)-2011, explanted: unk.

Event description:
Additional information received noted that the patient was experiencing a loss of therapeutic effect. They adjusted settings using the patient programmer last week because they had a return of frequency. After this the patient found out they had an infection and were now on antibiotics. Frequency was even greater now. There was an ins on icon and setting of 2.2 on program 4. The patient elected to increase to 2.3 and reported it was uncomfortable if they increased any further.

Event description:
Additional information received noted that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. The patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative.